Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead was fractured. It was also reported that the lead showed signs of increased impedance and increased thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.